Event description:
An international distributor reported a customer's AED will not speak. They reported this did not occur during patient use.

Manufacturer narrative:
Analysis of the AED's log files did not identify a cause for the AED not delivering audible prompts. The AED was requested to be returned so it may be evaluated and tested. To date the AED has not been returned and the root cause is not known.